Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not accurately keep track of the correct time, and that the pump touch screen timed off sooner than expected. In addition, it was reported that boluses were stopped during delivery for an unknown reason. There was no reported impact to the customer's blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.